Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead through the skin (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on sept 18, 2023.